Event description:
Device 3 of 4. Reference mr report:1627487-2019-03304, reference MFR report:1627487-2019-03305, reference MFR report: 1627487-2019-03307. It was reported that patient experienced lead site tenderness. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein, the leads were repositioned and the scar tissue in the lead area that trailed the ipg was also loosened. Effective therapy was restored post operatively.